Event description:
It was reported that the implantable pulse generator (ipg) had a possible setscrew issue. The lead was unable to be screwed in with the wrench. Three wrenches were used during the case and they finally were able to fully engage the screw in the right ventricular (rv) port. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.